Event description:
The pt underwent the coil embolization of a recanalized anterior communicating artery aneurysm followed by balloon remodeling and stent placement. At a routine follow-up visit approx six months post procedure, the pt had not neurological deficits or issues. Seven months post procedure, the pt presented with a "sudden deficit of the right leg". An MRI scan revealed a recent ischemic area in the territory of the left anterior cerebral artery (aca). Angiography a few days later revealed a stenosis in the left aca a2 segment and no embolic complications were found. It was determined that the stenosis was the cause of the reported neurological deficit. The pt was discharged from hospital twenty days after admission to a rehabilitation center it is reported that the pt has a permanent deficit due to this event.